Event description:
It was reported that during a da vinci-assisted sacrocolpopexy with hysterectomy surgical procedure, the customer contacted the technical service engineer (tse) for phone assistance regarding recoverable error 23072 occurring on the universal surgical manipulator 4 (usm4). Before the customer contacted tse the system was restarted several times to attempt to recover the fault several times but the reported complaint remained. Tse reviewed the logs and confirmed errors that were pointing to an excessive error mismatch on the setup joint 4 (suj4) z-axis. After tse guided the customer to move up and down the suj4. Perform a system restart, an emergency power off error 23072 reappeared immediately. It was explained to the customer that the system could be used as a three arm system configuration. The surgeon decided to proceed with the surgical procedure being performed as a three arm system configurations. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the set up joint (suj) to resolve the issue. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation.